Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. UDI#: in the absence of a reported part number, the UDI cannot be calculated. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unknown stent was implanted on (B)(6). Since then the patient has developed uncontrolled hypertension, atrial tachycardia, and diarrhea. It is unknown if the hypertension and atrial tachycardia were resolved. The patient is concerned about a possible allergy to the stent. No additional information was provided.